Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Patient called reporting that her left foot swells up, she had excruciating pain in her foot, and her middle toe wanted to curl under when stimulation was on. Patient confirmed that she felt stimulation at the target pelvic floor area, but also in her foot. Patient had tried every program, but the issue did not resolve. Patient confirmed that the issues above resolved when she turned stimulation down or off, but then the stimulation level was too low to control her symptoms. Patient said p1 needed to be set above 0.4v to control her symptoms, but her foot pain was excruciating at 0.5v or higher. Patient has had p2 at 0.9v and p3 needed to be at 1.5v or higher to control her symptoms. Patient also reported that when she turned off the ins, she had pain in her lower back and both hips. Patient said this pain was not where the battery was. Patient said that after implant surgery and before her check up, she had leg pain. Patient said her leg was hurting until the 2 week check up where they adjusted her programming to resolve the issue. Patient believed the stimulation was just too high. Patient had met with the hcp about these issues. The hcp said she never heard of these issues occurring before. Patient said the hcp was dismissive and had poor bed side manners. Patient believed someone at the hcp office used a different programmer to check her system, but patient confirmed that the managing hcp had not requested imaging of the implanted system. Patient's primary car physician had x-rays taken of the patient's foot, and the hcp found nothing wrong with her foot. Patient noted that she fell occasionally and had fallen at least once since she was implanted. Patient would follow up with the hcp for an impedance check and imaging as the hcp recommends. Patient might seek 2nd hcp opinion. No further symptoms or complications reported.

Manufacturer narrative:
D6b: explant date estimated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had their device removed in 2019 because of it causing their foot to swell up.